Manufacturer narrative:
Section h6, investigation findings and conclusions were updated to reflect the investigation results. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: five radiographic jpeg images provided for evaluation. No name, date, or demographics on the images. Cannot manipulate the images in any way. (Window leveling, rotating, etc.) Cannot provide diameter or length measurements with jpeg images. Axial jpeg images #1 & #2 show there is thrombus within the implanted devices at the levels provided. Possible lack of distal device apposition, however, cannot confirm with one reconstruction image (jpeg #1). Cannot confirm there is contrast outside the implanted devices with images provided. Partial reconstruction 3d images show annotated diameters that cannot be confirmed without a dicom image set. Jpeg #3 is a poor-quality fluoroscopy image. Cannot confirm an endoleak or lack of circumferential device apposition without contrast.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. During a follow-up examination, aneurysm enlargement was noted and an additional procedure was indicated. On (B)(6) 2025, a reintervention was performed. An angiography showed no obvious endoleaks, but there was a suspected type ib endoleak on the right side. Therefore, an additional contralateral leg was implanted. Also, a bare-metal stent was implanted just in case. A pre-operative CT scan also showed thrombus formation inside the trunk-ipsilateral leg; however, there was still blood flow inside the device and no treatment was given during the reintervention. The patient tolerated the procedure.